Manufacturer narrative:
It has been communicated that the device is available for investigation. Upon completion of the investigation, a follow-up report will be filed.

Event description:
Rep explained that the bactiseal peritoneal catheter had been tunneled in and the slack at the top was just being bent down into place when the catheter snapped a third of the way down. The entire kit was explanted and a new set of catheters implanted. This was done during the same procedure, but did prolong the surgery significantly.